Manufacturer narrative:
H6: investigation findings: code c21 updated to code c23. H6: investigation conclusions: code d16 updated to code d15 and d1102. H6: type of investigation b21 updated to b19. H6: medical device problem code a26 updated to a010402 and a0501. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis or delivery system: improper component placement, component migration. H3: the device evaluation showed the following: the guidewire and the introducer sheath were not returned, and therefore unavailable for engineering evaluation. The delivery catheter with the separated leading end was returned. Blood residues were seen on the broken leading end of the catheter, delivery catheter blue shaft, and hub of the delivery catheter. The device appeared to have entered the patient. The leading end of the catheter (the polyimide guidewire lumen) had pulled out of the trailing olive bond. There was evidence of a bond at the trailing olive. The deployment knob was in place and screwed into the catheter. The deployment line was still routed through the catheter and extended out of the deployment line lumen of the catheter. The deployment line was intact and appeared to have pulled out of deployment sleeve. The stent graft was no longer on the leading end of the catheter. There was a damage on the tip of the leading olive. The trailing end of one of the torque bumps on the catheter was also damaged. No anomalies with the attachment of leading olive to the polyimide guidewire lumen were noted. The findings from the evaluation are consistent with the physician¿s observations for leading catheter detachment and unintentional deployment. The cause for the unintentional deployment of the device was likely caused by the leading catheter separation. The root cause for the separated leading end of the catheter and the catheter damages could not be determined with the currently available information. However, the reported physician comment that the device was advanced without noticing that the guidewire was passing outside the ibc may have contributed to catheter separation and the device unintentional deployment.

Manufacturer narrative:
H.6.: code e2403: used as no adverse event to the patient was reported, and the patient tolerated the procedure. H.6.: code b22: results pending completion of investigation. H.6.: code c21: results pending completion of investigation. H.6.: d16: conclusion not yet available h.6.: code a26: results pending completion of investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6),2013, this patient underwent an endovascular treatment for abdominal aortic aneurysm and common iliac artery aneurysms using gore® excluder® aaa endoprostheses. All the planned devices were implanted successfully. Considering the diameter of common iliac arteries (right 16 ¿ 22 mm, left 16 - 22 mm), aortic extender components (right pxa280300, left pxa260300) were implanted in the distal end of bilateral sides. The patient tolerated the procedure. On (B)(6), 2023, a reintervention was performed as left common iliac aneurysm enlargement was found. Gore® excluder® iliac branch endoprosthesis (ibe) was planned to be placed in the left iliac artery. Prior to starting this reintervention, the fsa noticed evidence from the CT images that another reintervention had been performed on the right distal side as well. It appeared that an additional stent graft had been placed in the right side too after the initial procedure (timing and reason unknown). During the reintervention on (B)(6), 2023, the iliac branch component (ibc) was successfully deployed; however, delivery of the internal iliac component (iic) to the internal iliac artery (iia) was difficult. The reason was that the guidewire was not properly cannulated to the iia. While manipulating the iic delivery catheter, it was broken and the leading end was detached from the catheter. When the physician pulled the catheter to remove it, the iic was unintentionally deployed other than the target position (it was deployed inside the left leg part of the previously implanted excluder). The detached olive was retrieved by a snare catheter; placement of the iic was abandoned and the left iia was coil embolized. An additional contralateral leg was placed to bridge the iic which was unintentionally implanted and the ibc leg. No endoleak was found. The patient tolerated the procedure. The iic delivery catheter will be returned to gore for further investigation. The reporting physician commented as follows: the delivery catheter was broken possibly because it was advanced without noticing that the guidewire was passing outside the ibc.